Event description:
It was reported to philips that the customer discovered an error code, 00001, in the status log. The error occurred months ago and the device is not currently experiencing any errors. There was no reported patient or user involvement and no adverse patient/user impact.